Manufacturer narrative:
Reference# (B)(4). One used bravo ph capsule delivery device was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Manufacturer narrative:
The site indicated that the incident unit will be returning to the manufacturer for evaluation. If additional information pertinent to the incident presents itself, a follow-up report will be submitted.(B)(4)

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.